Manufacturer narrative:
Operator of device: is the parent. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was not holding fluid after two hours. Additionally, it was reported that "the trach is always tested before putting it in and it seemed to be fine with no leaks. They then deflated it to put in and then in over about 2-4hrs they noticed 2ml saline that was dumped in his lungs. The incident did cause harm. It made the patient not feel good for a couple of days, muscle strength totally gone, more secretions and gunk in his lungs."

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During the functional and visual inspection, no leaks were detected. The investigation could not confirm a leak with the device. The root cause of the reported issue was not able to be determined. No corrective actions are planned at this time. Additional information in h6 and h10.